Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was inadvertently missed on the initial report that the devices were the first use when the issue occurred. It was further reported that the surgeon could not depress the trigger of the devices and all devices were removed from the patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the four truespan peeks with the identical lot # encountered the following events. 1. It was tight to pull the trigger from the beginning and 2. The 1st triggering motion caused two implants to come out at the same time. The complaint device was received and inspected. The implants and suture were received along with the needle. Also, it was identified that the suture was frayed. To test its functionality, when the trigger was pulling the main pusher rod was actioned; as a result, it was identified a slightly resistance when try to deploy. This complaint can be confirmed. The possible root cause for the failure reported can be related to when not inserting the needle far enough therefore blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. Then, when the trigger was pulled again both implants would be deployed at the same time. Also, it is possible that an instrument used in the procedure caused fraying on the suture and then damage. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:5l95930, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that a patient underwent an arthroscopic meniscal suturing procedure treating meniscal injury on (B)(6) 2020 and four truespan 24 degree peek devices were used. During the procedure, it was observed that the it was tight to pull the trigger from the beginning. According to the reporter, the first triggering motion caused two implants to come out at the same time. The procedure was delayed for 40 minutes. There was no harm to the patient. No additional information was provided.